Event description:
A loss of therapeutic effect with stimulation turned on was reported. Patient experienced a shocking/jolting sensation. The patient noted a sharp pain between her legs and low back pain. Overstimulation was indicated. The patient noted she was having to get up 3 times each night. The patient had turned the stimulation off for a few days and then tried again, and stimulation was then¿fine¿. The program being used for almost 2 months was number 3. Any setting above 0.55 was uncomfortable for the patient. The program was changed to number 4, and the patient had felt stimulation at 2.15 amps. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)